Event description:
The customer contacted baxter's service center regarding assistance with opening the cassette door; which occurred on the homechoice (hc) during use, during last fill. During this time the home patient (hp) revealed they reused the same supplies because they could not get the set out. The tsr assisted with ending therapy. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding reported problem. They stated they did talk to their nurse regarding the reported problem, and they discussed the possibilities of the cause of the reported problem. The hp stated therapy overall is going well. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who reused supplies after improperly disconnecting from the cycler. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.